Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer stated that he wore the device during a procedure involving magnetic fields. Blood glucose level at the time of the incident was 268 mg/dl. Customer also reported that he was currently hospitalized due to non-diabetes related issues. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and error alarm confirmed in history file due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. No unexpected off no power or low battery alarm noted during testing. The insulin pump was unable to check for operating currents due to motor error alarm. The insulin pump had minor scratches on lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.